Event description:
The user facility reported that after the interventional procedure was completed, the physician used the angio-seal product to block the vascular puncture point. However, the vessel could not be sutured after normal operation, resulting in patient hemorrhage, and the remedy action increased the difficulty, risk and patient cost of the procedure. Additional information was received on 06 nov 2022: the patient was about 80 years old, gender unknown, who underwent interventional treatment for intracranial aneurysm, and postoperative vascular sealing of the puncture point was performed with angio-seal device. Angiography was performed before release, and the anchor and collagen sponge were released successfully, however, the hemostasis was not successful, and then manual pressure was applied for 3-4 hours, however, the hemostasis was not stopped. The blood vessel was eventually surgically cut open, the product was removed, and the vessel was sutured. The blood loss in the whole operation was more than 500cc, however, the exact amount of blood loss after the issue with the angio-seal device was unknown. The hospital reported the time of occurrence as (B)(6) 2022. The physician stated that the patient had died due to hemorrhage, and the exact site of hemorrhage was unknown. It is unknown how long after the surgery was completed before the patient died. Post-operative feedback from the surgeon was that there may have been plaque in the puncture site vessel, however, it was not expected to be serious because there was no resistance in establishing access. The procedure performed prior to using the angio-seal closure device was an interventional therapy for intracranial aneurysm. A 6fr procedural sheath was used. There were no difficulties reported with device insertion. A pre-deployment angiogram was performed, and the puncture site position was okay. The physician believed the product was deployed properly, however per photo provided it was indicated that the collagen sponge possibly deployed within the vessel. The bleeding occurred from the puncture site. The operator believed that the patient's death was not related to this product.

Manufacturer narrative:
Date the device was explanted is unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The complaint could be confirmed for the alleged post deployment bleeding. Angioseal device failed to achieve hemostasis soon after deploying. This could be related to the improper positioning of the device in the subcutaneous region leading to the alleged bleeding. The bleeding was able to be treated with manual pressure and a surgical intervention. The exact cause of the bleeding cannot be confirmed. Therefore, the relationship of any malfunction of the device to the reported death event cannot be established. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).